Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to information not being available, lot/serial no, was entered as unknown. Once the information becomes available, a supplemental update will be provided.

Event description:
The customer contacted stryker to report that their device delivered multiple unintended pacing shocks whenever the patient touched his hearing aids. This issue is patient related; however, no adverse event was reported.

Event description:
The customer contacted stryker to report that their device delivered multiple unintended pacing shocks whenever the patient touched his hearing aids. This issue is patient related; however, no adverse event was reported.

Manufacturer narrative:
The device was not return for evaluation. The reported issue could not be verified, and root cause could not be determined. H3 other text : device not return

Event description:
The customer contacted stryker to report that their device delivered multiple unintended pacing shocks whenever the patient touched his hearing aids. This issue is patient related; however, no adverse event was reported.

Manufacturer narrative:
Stryker performed a clinical review regarding the reported issue. There is insufficient reported information to determine the device's contribution to the reported outcome.